Manufacturer narrative:
Correction: please retract this report 2017865-2022-48389. There was no allegation of malfunction on this device.

Manufacturer narrative:
Further information was requested but not provided.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited noise. No interventions were performed. The patient's condition was unknown.